Event description:
A power source alert 07 was reported by the caller. The caller's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue was resolved when the caller plugged the charging cable into a wall adapter, allowing the pump to begin charging, and no further assistance was required.